Event description:
Common themes noticed with machine: hear an audio heart rate but it is not tracing on paper. Maternal heart rate is picked up easily, switching between fetal and maternal frequently. When adjustments are made to trouble shoot may not always get a reading on display right away.